Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy, bilateral salpingo-oophorectomy, tape placement and cystoscopy due to recurrent cervical dysplasia. It was reported that the patient underwent mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary tract infections, and recurrent incontinence.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary tract infections, and recurrent incontinence.